Manufacturer narrative:
Date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the caller was the managing physician for the patient, and the patient was in custody. Per the caller, the patient had stated a year ago they were assaulted and kicked in the area of the ins. Since then, they had been experiencing symptoms and the doctor wanted the device checked. They were redirected to the national answering service (nas).